Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2016, patient underwent bard ti powerport implantable port placement procedure for unknown medical condition. About sometime after port placement procedure, patient was diagnosed with unspecified infection. Reportedly, the patient expired and the cause of death was not provided.

Manufacturer narrative:
H11: date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos, videos, or medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection and patient death as no objective evidence was provided for review. A definitive root cause for the reported infection and patient death could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (component, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2016, patient underwent bard ti powerport implantable port placement procedure for unknown medical condition. About sometime after port placement procedure, patient was diagnosed with unspecified infection. Reportedly, the patient expired and the cause of death was not provided.

Event description:
It was reported through litigation process that, on (B)(6) 2016, a patient underwent port placement via the right subclavian vein for the treatment of lymphadenopathy. Approximately six years, three months and thirteen days later, on (B)(6) 2022, the patient was diagnosed with pseudomonas aeruginosa bacterial infection, which was confirmed through blood culture. Further, it was reported that the patient was also diagnosed with bacteremia. Subsequently, the port was removed on (B)(6) 2022. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. Medical record review alleges that, the patient was implanted with power port implantable port via right subclavian vein for lymphadenopathy. Seven years, four months and one day later, blood cultures showed positive for pseudomonas aeruginosa. Seventeen days later, the port was removed due to bacteremia. Therefore, it can be confirmed that the patient had pseudomonas aeruginosa bacterial infection and bacteremia. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue a labeling review is not required. G3, h6 (method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B1, b3, b5, g3, h1, h4, h6 (patient, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2016, a patient underwent port placement via the right subclavian vein for the treatment of lymphadenopathy. Approximately six years, three months and thirteen days later, on (B)(6) 2022, the patient was diagnosed with pseudomonas aeruginosa bacterial infection, which was confirmed through blood culture. Further, it was reported that the patient was also diagnosed with bacteremia. Subsequently, the port was removed on (B)(6) 2022. However, the current status of the patient remains unknown.